Event description:
It was reported that " the intubation tube was used on a 22-year-old female patient for a plastic surgery. There were no difficulties during intubation. After 1h30-2h of surgery, the pressure increased without any decrease in ventilation volume. After 5 minutes, the ventilation volume dropped. Ventilation became difficult - an ultrasound was done urgently to check if this was caused by a pneumothorax - no pneumothorax observed. The intubation tube was then checked and found to be kinked 4cm above the glottis, around 13cm from the tip of the tube. There were no consequences for the patient, apart from the surgery prolonged by around 30 minutes and risk of infection. "

Manufacturer narrative:
Qn # (B)(4). Full UDI is not available as the lot# was not provided by the customer.

Manufacturer narrative:
Qn#(B)(4). The sample was returned for investigation. A visual exam was performed, and no abnormalities were found. The manufacturing site reports that 100% inspection is performed during the assembly process; therefore, any kinks in the tube would be detected prior to release from the manufacturing facility. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device.

Event description:
It was reported that " the intubation tube was used on a 22-year-old female patient for a plastic surgery. There were no difficulties during intubation. After 1h30-2h of surgery, the pressure increased without any decrease in ventilation volume. After 5 minutes, the ventilation volume dropped. Ventilation became difficult - an ultrasound was done urgently to check if this was caused by a pneumothorax - no pneumothorax observed. The intubation tube was then checked and found to be kinked 4cm above the glottis, around 13cm from the tip of the tube. There were no consequences for the patient, apart from the surgery prolonged by around 30 minutes and risk of infection. ".